Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched and reported that he tested the iabp, and could not duplicate the reported failure. The fse performed full functional verification, and the device passed. The iabp was returned to the customer and cleared for clinical service.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) displayed a restricted catheter warning while on a patient. There was no harm to the patient. No other patient information was made available.